Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified shunt vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was successfully removed and replaced for a another of the same model to complete the procedure. No complications reported, and patient status was good.